Event description:
It was reported that insulin pump displayed non-resettable malfunction alarm identified as malf 3, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, place pump into storage mode, and return device using prepaid label, and technical support arranged replacement pump shipment after confirming shipping details.